Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the programmer had a damaged universal serial bus (usb) port, latch tabs broken of of the power cord bay door. A loose keyboard port, a cracked bezel, a printer drawer with the paper guide broken off, a stylus that was bent but functional, a missing keyboard slide cover, and a loose electrocardiogram (ECG) connector. The programmer was to be scrapped. (B)(4).

Event description:
It was reported that the universal serial bus port in the back of the programmer was unusable. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer tested out of specification during manufacturer's analysis.